Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted. The representative wen into ndi toolbox and confirmed internal temperature and bump error status messages. The cmos battery inside the camera was reported as the probable cause. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: camera refurb 9735821r vega base s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the camera, lot number: p901704, was returned to the manufacturer for analysis. The returned psu had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, and intermittent low illuminator current. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .530mm with a passing threshold of .250mm. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.